Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that 43 days post implant, this right ventricular (rv) lead exhibited increased threshold measurements. At implant, threshold measurements were 0.4 volts at 0.4 milliseconds. They have since increased to 6 volts at 0.4 milliseconds. Surgical intervention was performed. Several attempts were made to reposition the lead, but the measurements were always high. The lead was explanted and replaced without incident. The explanted lead is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that 43 days post implant, this right ventricular (rv) lead exhibited increased threshold measurements. At implant, threshold measurements were 0.4 volts at 0.4 milliseconds. They have since increased to 6 volts at 0.4 milliseconds. Surgical intervention was performed. Several attempts were made to reposition the lead, but the measurements were always high. The lead was explanted and replaced without incident. The explanted lead is expected to be returned for evaluation.